Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for fracture of distal pole of patella bone. Noted to be minimally displaced, knee is functioning well. Event is not serious and is considered mild. Event is definitely related to device and possibly related to procedure. No treatment at this time. Doi: (B)(6) 2017. Doe: (B)(6) 2018, (right knee).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.